Event description:
During a follow up exam it was identified that one screw that has backed out approx. 3-4mm (the profile was anterior to plate). The surgeon could not determine whether the patient had trauma that contributed to the screw's position, or whether there was compromised bone quality, or if there had been challenges locking screw during original surgery. The patient was asymptomatic, had good surgical outcomes and has successfully fused. However the surgeon decided to remove the anterior construct to eliminate any potential future issues which may have resulted from the position of screw. The hardware was not returned to captiva spine.